Event description:
The customer reported to baxter (B)(4) of a continu-flo set-primary drug administration set that does not flow through the chamber. This condition was noticed prior to use. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
(B)(4). This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. One actual unit was received for evaluation. The unit was tested under water using 0.56 bar of air pressure and the blockage of the set was confirmed at the check valve level. The valve was then visually inspected to confirm that it was inverted. The complaint in subject will be kept under the trending records that are followed and monitored during the quality reviews for further actions in the future. A batch review was performed on the reported lot and no deviations were found. No additional information was provided.